Event description:
Pt sustained a broken right foot when the right wheel of her walker collapsed. Pt received medial attention for her foot.

Manufacturer narrative:
It cannot be determined from the investigation if the wheel collapsed first or if the user lost her balance and the pressure exerted from the user to gain her balance caused the wheel to bend.